Event description:
It was reported a mitraclip procedure was being performed to treat grade 4 degenerative mitral regurgitation (mr). During device preparation, the operator connected the three-way stopcock to the steerable guide catheter (sgc) flush port with excessive force, causing a crack sgc flush port. As a result, saline leaked at the connection between the sgc flush port and the stopcock. The sgc was replaced with another to complete the procedure.

Manufacturer narrative:
The returned device analysis was unable to confirm the reported cracked flush port and leak/splash. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated and based on the information provided and the results of the returned device analysis (unable to confirm the reported issues), a cause for the reported cracked flush port and leak cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.